Event description:
The revision because it was found that the insert was disassembled.

Event description:
(B)(4). Patient demographics; revised for range of motion and heard sound from knee added to complaint.

Manufacturer narrative:
This complaint is still in investigation.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device and patient x-rays by a depuy product development finds evidence to confirm the reported disassociation. Abnormal locking tab deformation is apparent. Articular wear on the insert indicates the patient may not have achieved full flexion. It was initially reported the patient could not achieve good range of motion. A search of the complaints databases finds no other reports against the product/lot code combination. The search against the product code did not identify a trend of this issue. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.